Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflated.

Event description:
Patient reported a "left side deflation" and exchange due to concerns with the product. Device remains implanted.